Event description:
During an implant procedure, an increase in the capture threshold, low pacing impedance, a loss of sensing, and episodes of undersensing were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of increase capture thresholds, low pacing impedance, loss of sensing and undersensing were not confirmed. As received, a complete lead was returned in one piece for analysis with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.